Manufacturer narrative:
.

Event description:
The replacement tube came out. The assumption was made that the balloon burst. The pt went to the hospital, and the staff inserted a urinary catheter manually at the bedside since they did not have any replacement tubes in stock.